Event description:
It was reported that a spectrum pump's keypad was not working. It was further reported that the "top keypad second from the left were not working." The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was found to function as intended with all keys on the keypad working properly.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.